Manufacturer narrative:
Gbo complaint: (B)(4). Received 1 rack 454008/b15013ja for evaluation. Samples were tested according to the gbo standard testing procedure, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were checked for potassium content and none could be detected. No deviation could be observed on the samples. We have no further inventory for the material/batch. We have no further complaint on material/batch. We were unable to confirm the complaint.

Event description:
Customer states that they are seeing erroneous potassium results. Two examples of patient result that do not align are 3.8/5.2 (both psys) and 4.1(pst/5.7(sst). The customer indicated they also switched to a new chemistry analyzer two weeks ago around the same time that the potassium issue was discovered (siemens vista). Tubes are drawn according to correct order of draw and are centrifuged/analyzed within two hours. Tubes are centrifuged at 4000 rpm for 5 minutes. Samples are drawn using bd straight needles and butterflies.